Event description:
The customer reported via phone call that the insulin pump had a weak battery alarm. The customer reported changing the battery, then receiving a low reservoir alert. The customer also reported that the down arrow button only responded intermittently. The customer did not recall any significant events leading up to the button issue. Blood glucose level at the time of the incident was 103 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No weak battery alarm. No frozen screen noted. The low reservoir alarm functions properly during our testing. The insulin pump passed displacement, operating currents, self test and off no power tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.